Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 598 mg/dl, 201 mg/dl, and 185 mg/dl within 4 minutes on the aviva insight system. Customer is pregnant and wears a "sensor," and her blood glucose with the sensor was 185 mg/dl. No adverse event reported. The alleged product was requested for evaluation.